Event description:
The customer stated they dosed medication based on the device results at night. The next morning the customer's family member was uable to wake the customer. Paramedics were called and the customer was given glucose gel. The customer stated that 5 days later the customer was out of it and was given glucose tablets and sugar in juice. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.